Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date. It was stated that the customer was hospital 8 times in the last 8 months because of diabetic ketoacidosis. Customer's current blood glucose was 238 mg/dl. Customer was taken off insulin pump and customer was on an insulin drip because of her receiver. Customer did not use sensor and using dexcom. The device will not be returned for analysis.